Event description:
(B)(4) I had the device placed on (B)(6) 2007. Since placement I have had severe back pain, groin pain, breakouts with hives, weight gain, inability to lose weight, water retention, migraines, the famous ebelly.